Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.

Event description:
Additional information received on 3/3/2023: this was discovered during an rcr procedure and was completed with another ar-1927bcf-3 biocomposite corkscrew ft tripleplay. All fragments were retrieved using a grasper/shaver.

Event description:
On 3/3/2023, it was reported by a sales representative via email that an ar-1927bcf-3 biocomposite corkscrew® ft tripleplay anchor broke upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.